Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a patient notifier. Upon review, the left ventricular lead had high impedance and high threshold. The patient came into emergency department. The lead was turned off. The patient was stable.